Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported possible deflation. This record is for the left side. Device remains implanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: b5, d3, d6b, g1, h4, h6.

Event description:
Healthcare professional later reported "not ruptured but had capsules around them", un-reporting rupture. Healthcare professional later reported "baker grade 3". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: the device related to the reported events rupture, use error and capsular contracture was received on june 24, 2025, with lot number 41550. Based on the product analysis performed, the assessments of the complaint codes are: capsular contracture: unable to observe. Rupture-use error: observed an opening assessed as surgical damage. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported possible deflation. Healthcare professional later reported "not ruptured but had capsules around them". Healthcare professional later reported "baker grade 3". Healthcare professional later reported "poked a hole trying to get capsule out of implant". This record is for the left side. Device was explanted and replaced.